Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported that following a pterygium resection, where a conjunctival suture was needed, and cataract extraction with intraocular lens (iol) implant procedure, the patient experienced thread residue stimulation and foreign body sensation which was serious. The patient was treated with topical antibiotics, hormones and cornea-nutrient eye drops.